Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. Symptoms that were reported at the time of the incident included being ill. The customer did not treat for the low blood. The customer reported issues with the transmitter and sensor. Troubleshooting was provided. The product will not return for analysis. The customer did not have the auto mode feature activated at the time of the incident.